Event description:
It was reported that the programmer displayed an error when attempting to interrogate a device. The programmer had recently been updated. Technical services provided assistance in resolving the issue by directing the client to reload the software update. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.